Event description:
Foley fell out due to defect in balloon, had a leak. Patient catheter in pacu fell out. 5 cc urine output for or, fluid boluses given in pacu to increase urine output. When catheter was going to be checked if patent, catheter fell out prior to being touched.